Event description:
Two days following percutaneous coronary intervention with stent placement, this pt presented with a sub-acute thrombosis (sat). Repeat angiography revealed thrombus in the cypher stented left anterior descending artery (lad). This is reported to have been treated with angiojet and percutaneous transluminal coronary angioplasty (ptca). The pt's death was reported to the sales rep 2 days later. Exact cause or date of death remains unknown.